Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
When the subject device was used during an uncertain procedure, the user found that the ptfe pad came off. The user was not able to find the missing portion of the ptfe pad either inside or outside of the patient's body. Therefore the user wasn't sure if the missing portion was left inside the patient, melted, or fell on the floor. The procedure was completed, and there was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to add information in device manufacture date, and correct evaluation codes to reflect additional information olympus obtained. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was severely worn. The manufacturing record was reviewed with no irregularities. This type of ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was severely worn when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. This report is being submitted as a medical device report in an abundance of caution.